Event description:
It was reported to medtronic minimed that the customer reported hyperglycemia, pregnancy, and hyperglycemia treated with hospitalization: overnight stay, hospitalization: overnight stay, ems/ambulance/ER visit. The customer reported the following leading up to the event: was mentioned that the patient was currently in the hospital due to high bg patient was currently 31 weeks pregnant. And has been in the hospital. The event involved product(s) unomedical, mmt-7040a, mmt-1880l, and mmt-332a. The troubleshooting was partially performed and it was unknown if the customer had used the insulin pump system within 48 hours of the reported event. It was unknown whether the customer was using the smartguard auto mode of the insulin pump. The customer does not feel ok to troubleshoot. No further patient complications were reported. It was unknown whether the customer would continue using the device. No product return is required for unomedical. No product return is required for mmt-7040a. No product return is required for mmt-1880l. No product return is required for mmt-332a.

Manufacturer narrative:
H6: health effect clinical code-3193 health effect impact code-4607 medical device problem code -3191 this MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.